Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of (B)(6) 2024 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 10:23am. Supplies were then changed on the review date at 8:25pm. No instances of bg-run mode were logged from (B)(6) 2024 through (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows a period of hyperglycemia starting at 10:48pm on (B)(6) 2024 through the morning of (B)(6) 2024. The user's cgm glucose rises above 400 mg/dl by 12:33am on (B)(6) 2024 and remains there until 9:48am. The ilet is shown dosing insulin appropriately in response to the cgm glucose readings, but the glucose remains unaffected. No evidence of device malfunction were found in the engineering logs. The ilet was found to be triggering the high glucose alert appropriately and was consistently making requests for insulin delivery throughout the high event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs it was determined that the ilet operated as intended. The assignable cause for this event is an infusion site failure as evidenced by the bent cannula discovered on the way to the hospital. The bent cannula overnight lead to prolonged hyperglycemia due to insufficient insulin, resulting in the ER evaluation and treatment for dka. The user's cgm alerts volume on their cgm phone application not being set to a level they can hear also contributed to the prolonged hyperglycemia as they are a heavy sleeper and missed the high glucose alert.

Event description:
On (B)(6) 2024 a beta bionics was notified about an ilet user's diabetic ketoacidosis (dka) event. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported they changed out supplies (insulin cartridge, infusion set, and connector adapter) on the evening of (B)(6) 2024 around 10:00pm and went to sleep. They woke up on (B)(6) 2024 at 8:30am feeling sick, having chest pains, hyperventilating, and trouble breathing. Their continuous glucose monitor (cgm) reading over 400mg/dl. The user asked her daughter to bring her insulin and call 911. The user reported they could have dialed 911 but daughter was already in the process of calling them. The user's daughter gave them an insulin injection and tested for ketones. They reported having large ketones.. Emergency medical services (ems) brought the user to the hospital where their bg levels were measured at 800mg/dl and they were dehydrated. The user was treated in the ER and not admitted to the hospital. They were released the afternoon of (B)(6) 2024 when their bg was 200mg/dl. The use reconnected to the ilet upon leaving the hospital. The user reported that the infusion set cannula bent when they changed out the site the night before the incident. The bent cannula was discovered on the way to the hospital. The user was using the convatec inset (23", 6mm) infusion set. The user had also recently switched over to the dexcom g7 cgm and did not update the sensor settings to make alerts loud as the user is a heavy sleeper. The user reported the event was not an ilet issue as it was a combination of their cgm settings and the bent cannula.